Manufacturer narrative:
The investigation for the stroke/cva has been completed. The impella device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the stroke/cva is most likely due to the patient¿s condition. Heparin was used in the purge, but it is unknown if it is the root cause. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported that the 60-year-old male patient was on ecpella support for 77.53 hours before the patient expired. Patient was on support due to acute exacerbation of dilated cardiomyopathy. A subsequent CT scan revealed cerebral hemorrhage. Time of the cerebral hemorrhage is unknown and the relationship to the impella is unknown. Patient expired from cerebral hemorrhage.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.